Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 3mmol/l. The customer stated that the transmitter doesn't blink when connected to sensor. Customer was advised to remove the sensor from her body. Customer stated that the sensor needle is very short that the usual length. Customer was advised that sensor will be replaced and the short needle is probably the cause.